Manufacturer narrative:
A1 - a6, b5 - b7: updated. D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer's report of "cassette detect error" was confirmed in the ehl (event history log) with multiple cassettes not attached and other cassette related alarms. Performed priming function using 50 ml cassette, unit duplicated upstream occlusion alarm. The root cause is due to wet uso (upstream occlusion) sensor and fluid ingression on dso (downstream occlusion) sensor assembly. Replaced uso sensor and dso sensor assembly. Unit passed priming and all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Additional information was received from the customer. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1: phone ex (B)(6). One device was received for evaluation. Review of the event history log revealed multiple 'cassette not attached' alarms. Functional testing was able to duplicate the reported problem. The downstream occlusion sensor assembly and upstream occlusion sensors were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a cassette detect error. There was unknown patient involvement.